Event description:
It was reported that during a follow up, externalized conductors were observed via chest x-ray. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.